Manufacturer narrative:
Exemption number: e2015015. The dentist reported that immediate load was performed.

Event description:
The clinician reported that 3 weeks after the dental implant and abutment were placed in ada site 28, the implant did not achieve osseointegration. Clinician reports pain. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 3 weeks after the dental implant and abutment were placed in ada site 28, the implant did not achieve osseointegration. Clinician reports pain. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.